Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Viscoelastic is dried on the lens. One haptic is broken at the haptic/optic area. The other haptic is bent in the distal area toward the optic. The optic is broken/torn into two portions. The broken haptic was returned in the tip of the qualified company ii b cartridge. The distal haptic tip is oriented toward the loading area. The cartridge tip has heavy stress lines. Two aneurysms have formed along the posterior surface of the tip beginning prior to the parting line. The cartridge shows evidence of handpiece use and one side has heavy scrape marks at the edge where the handpiece and cartridge wing connect. All product and batch history records are quality reviewed prior to product release. A non-qualified handpiece and non-qualified viscoelastic product was used with the lens/cartridge combination. The reported complaint of bent haptic and broken lens was observed. The root cause is most likely related a failure to follow the dfu. The account used a lens/cartridge/handpiece combination which is not qualified for use. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported an intraocular lens (iol) haptic was different and appeared bent. The lens was attempted to be implanted, however in the delivery system the lens broke. There is no reported patient impact. Additional information was requested.